Event description:
It was reported that during a hand assisted colon resection, the surgeon had a leak at the anastamotic site anteriorly and converted to open procedure to reinforce with hand sutures. The pt did expire a few days later, as the family chose not to continue life support. The surgeon stated the pt's death was not the cause of the procedure or device. This pt had end-stage cancer with multiple other complications.